Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve. The spline bent back when inserted without cheater and there was a foreign body in the patients groin closure. It was reported that the physician lost the cheater for the octaray catheter, so there was no guide assistance for the catheter going into the sheath. The physician felt as though one of the splines collapsed onto itself during insertion without the cheater. The sheath used was a versacross sheath or the baylis sheath. The caller states a few of the electrodes on the d spline appeared blacked out on the carto 3 system. The physician wanted to continue with the case and hide those electrodes on the recording system. The case went fine but then during the removal of the octaray catheter and the sheath, while closing the groin there was a long string-like material in the patient's groin. They are not sure if the string was from the perclose closure device. The catheter was intact. They think the catheter may have pulled something in the sheath due to the traumatic insertion of the catheter into the sheath. All items were removed and there is no patient injury. The bwi company representative clarified that there was no damage actually noted to the catheter or casing visually after the fact but when inserted, they had noise and a couple of blacked out electrodes, believed to be on the c or d spline. No wires were exposed on the octaray catheter and there was nothing sharp apparent on the catheter. The bwi sales consultant believes the physician say that there was resistance on the way in due to the lack of cheater but that they do not recall hearing what the fellow experienced when pulling the catheter out of the body at the end of the case. They are unsure how far the issue was found from the distal end of the catheter; they just recall the fellow stating ¿I just pulled this out of her leg¿ after the catheter had already been removed from the body. A baylis versacross sheath 8.5f was used. They believe the catheter was an f-curve but had a plunger mechanism so had a neutral position. While closing the groin there was a long string-like material in the patient's groin, and the medical team removed it from the body after the catheter was out of the body. They are unsure whether the sheath was in or outside of the body at this point. There were no patient consequences that they are aware of. The "long string-like material" described was clearly not a spline. Much more string or long, thin like material and after inspection it was obvious it was not from the octaray. The catheter has already been sent back. Per the bwi company representative, the doctor felt like when he inserted the catheter without the cheater that the spline bent backward towards the shaft but that on visual inspection there did not seem to be damage on the electrodes. Visualization issue is not MDR-reportable. Tip/spline bent/tip twisted is not MDR-reportable. Bad partial ECG (bs and/or ic) is not MDR-reportable. Resistance with sheath is not MDR-reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 11-nov-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an octaray, perseid, 48p, 2-2-2-2-2, f-curve. The spline bent back when inserted without cheater and there was a foreign body in the patients groin closure. Device evaluation details: visual analysis revealed some electrodes lifted; no other damage or foreign material was observed. The product features were tested, an electrical failure was observed, and some rings were observed black when the device was connected to the carto 3. A manufacturing record evaluation was performed for the finished device 30708672l number, and no internal action was found during the review. The root cause of the adverse event remains unknown. The customer complaint could be related to the loss of the introductor, causing damage to the electrode when it was inserted into the sheath, this action led the electrical, resistance, and visualization failures. The instruction for use (IFU) states that do not use excessive force to advance or withdraw the catheter through the guiding sheath if resistance is encountered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).